Event description:
During follow-up, increased capture threshold was noted on the right ventricular (rv) lead. The physician suspected the rv lead was dislodged. Diagnostic imaging was performed and confirmed rv lead dislodgement. The physician attempted to reposition the lead but the stylet was not able to insert into the lead. The issue was resolved by explanting and replacing the rv lead. The patient experienced no consequences.

Manufacturer narrative:
The reported events were dislodgment, increased capture and stylet could not be fully inserted. As received, a complete lead was returned with the helix partially extended. The reported event of stylet could not be fully inserted was not confirmed. X-ray confirmed that a stylet could be fully inserted without restriction. The reported event of increased capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Applying torque directly to the connector pin, the helix was able to extend and retract within specification.